Event description:
It was reported that the patients implantable pulse generator (ipg) was too deep, as a result the charger would not connect to the ipg. The patient underwent a revision procedure wherein the ipg was moved and remains implanted. The patient was doing well postoperatively.